Manufacturer narrative:
(B)(4). Investigation ¿ evaluation. The ncircle tipless stone extractor was not returned for an evaluation and no photographs were provided. The customer has advised the device has been disposed. Without the complaint device, a physical investigation was not able to be completed. A review of documentation, instructions for use, and quality control date was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record was not able to be performed as the device lot number was not provided. A review for additional complaints for this device lot was also not able to be completed without the device lot number. This device is shipped with instructions for use, which states the proper warnings, precautions, and instructions for use. As found in the instructions for use (IFU), these products are intended for use by physicians trained and experienced in urological procedures. Standard urological techniques should be employed. Additional relevant information also found in the IFU: ¿ this device in conductive. Avoid contact with any electrified instrument. ¿ enclose the device in the sheath before removing from the tray/holder. ¿ do not use excessive force to manipulate this device. Damage to the device may occur. ¿ sterile if package is unopened or undamaged. Do not use product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. Based on the provided information a definitive root cause could not be established. Measures have been initiated to address the reported failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported one of the wires on the ncircle tipless stone extractor basket broke but did not separate from the device when the facility was trying to use it on a stone. A new ncircle tipless stone extractor was opened and used to complete the procedure. No other details were provided bout the procedure. No unintended section of the device fell inside the patient¿s body. No additional procedures were required. There were no adverse consequences or effects to the patient due to this occurrence. It was reported that the customer discarded the device and it will not be available for investigation.